Manufacturer narrative:
(B)(4). The device was not returned for evaluation. In this case it is likely that the balloon interacted with the previously implanted stent such that resistance was felt and the balloon became damaged and subsequently ruptured during inflation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It was reported that air aspiration of the device was performed inside the anatomy. It should be noted that the nc tenku, coronary dilatation catheters (cdc), instruction for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: runthrough, sion blue. Guide catheter: hyperion 6f spb 3.5. Stent: synergy 3.0 x 24 mm. (B)(4). The tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(6) by st. Jude medical (B)(4) company, ltd. Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mildly tortuous, mildly calcified, 75 - 90% stenosed obtuse marginal branch of the left circumflex coronary artery. A 2.75 x 8 mm nc tenku rx balloon dilatation catheter (bdc) was selected for the procedure. There was no resistance noted during the removal of the protective sheath and the bdc was prepped (air aspiration) inside the anatomy. The bdc was advanced to the lesion through a previously implanted non-abbott stent with some resistance felt and upon the first inflation to 8 atmospheres the balloon ruptured. A non-abbott balloon catheter was used to complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.